Manufacturer narrative:
Patient age at time of event: over 60. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an intervention procedure, stent damage occurred. The target lesion was located in the mid superficial femoral artery (sfa). A 6x80x12 epic vascular stent delivery system (sds) was advanced over a .018 guide wire to the target lesion. The stent was successfully deployed in the mid sfa. A 5.0mmx100mmx135cm sterling otw balloon catheter was advanced for post dilation but a shaft kink occurred and the device was unable to use. A 5.0 x 80,135cm mustang balloon catheter was advanced but would was unable to advance beyond the proximal edge of the implanted epic stent. The mustang balloon catheter was removed, and after removal it was noted that the tip of the device was flared. It was also noted that one or more of the proximal struts of the epic stent were deformed. The vessel was rewired with a .035 guide wire. Another epic stent was implanted proximally and overlapping the previously implanted epic stent. Post dilation was performed with another mustang balloon catheter at an unknown number of inflations. No patient complications were reported and the patient's status is listed as fine.